Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the device worked normally. Analysis found a sticky substance on the battery contact clips. It was noted the bail cover and bail were missing.

Event description:
It was reported the epg (external pulse generator) was unable to pace normally. The epg was returned for repair. There was no patient involvement.